Event description:
Pt underwent generator replacement surgery due to pain at the generator site. Treating neurologist reported that during the generator replacement surgery, the lead was tacked up higher and the replacement generator was placed near the pt's clavicle. This was reportedly done in an effort to move the vns therapy system away from the pt's breast tissue.